Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote monitoring communicator associated with this implantable cardioverter defibrillator (ICD) indicated a possible device anomaly. The patient was referred to their clinic to for follow-up. No adverse patient effects were reported.